Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. Investigation summary: the analysis results found that device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no packaging was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: t93e19. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No, not used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.

Event description:
It was reported that during an unknown procedure there was a sterility issue. There was a hole in the sterile packaging.